Event description:
It was reported that a direct stenting was attempted with the xience prime stent in a lesion located in the distal right coronary artery (rca) with no tortuosity and moderate calcification, however, the stent failed to cross. Pre-dilatation was performed with a non-abbott balloon. The xience prime stent was then attempted again, however, crossing was still difficult and the shaft of the device kinked as the device was pushed during the crossing attempt. As stent delivery system was retracted, it was noted that the proximal shaft had separated. Another xience prime stent was used successfully to treat the lesion. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4): re-insertion, no pre-dilatation. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft kink/bend and separation/detachment were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: pre-dilate the lesion with a percutaneous transluminal coronary angioplasty(ptca) catheter. It was reported that the device was removed from the anatomy and reinserted. It should be noted that the IFU states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. It is likely that the shaft became kinked/bent as a result of material fatigue as the device was removed and re-inserted, which subsequently contributed to the shaft separation during withdrawal. Based on the information reviewed, there is no indication of a product deficiency.